Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture & capsular contracture, baker grade unknown.

Event description:
Healthcare professional reported ¿completely ruptured" and "inflammation and thickening of the anterior capsule". This record is for the right side. The device has been explanted and replaced. Reported declined device return.